Manufacturer narrative:
The implant was returned. The external threads and collar were severely damaged, likely from the removal process. There was evidence of a fractured screw inside the implant. Lot information for the screw was not provided and therefore a manufacturing history review could not be completed. A DHR review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. Complaint and non-conformance reviews for the screw (unixx) products which did not identify any anomalies or trends. A singular probable cause could not be determined.

Manufacturer narrative:
Product not returned to manufacture.

Event description:
Reported that abutment screw fractured inside the implant, doctor tried to remove it with the removal screw kit but he could not able to do it. Implant was removed.